Event description:
The device was used during a CABG procedure. When they went to load a clip, they noticed that the tip was bent and it would not work as a result. A same like device was used to complete the case with no pt consequences. One device returning.